Event description:
During the atrial fibrillation procedure using the non-abbott (boston scientific) rhythmia system, the tip of the guidewire broke off inside the patient's body. The broken tip remained inside the patient and got stuck in the tricuspid valve. It did not migrate to the left heart system or the pulmonary artery. Due to reduced fluoroscopy usage, the exact timing of the breakage was unknown. The physician did not feel any indication that the wire had broken. Removal was attempted using a snare and a non-abbott orion catheter (boston scientific), but the object could not be fully retrieved and remains in place. The rest of the guidewire, excluding the tip, was successfully retrieved. It was unclear whether the wire was already damaged prior to use or not the procedure was completed without replacing the introducer and there were no adverse consequences to the patient. The physician alleges that the issue occurred due to contact between the beeat and the atrial wall or due to another unknown cause. Tension may have been applied to the tip of the wire, causing it to break while inside the body. Observing the cross-section of the broken wire, the cut appears to be clean and sharp, suggesting that it was not torn by excessive force.

Manufacturer narrative:
Additional information: b5, g3, h2.

Event description:
During the atrial fibrillation procedure, the tip of the guidewire broke off inside the patient' body. The broken tip remained inside the patient and got stuck in the tricuspid valve. It did not migrate to the left heart system or the pulmonary artery. Due to reduced fluoroscopy usage, the exact timing of the breakage was unknown. The physician did not feel any indication that the wire had broken. An attempt was made to retrieve the broken tip from inside the patient's body, but it could not be retrieved and currently remains in the patient. The rest of the guidewire, excluding the tip, was successfully retrieved. It was unclear whether the wire was already damaged prior to use or not the procedure was completed without replacing the introducer. The physician alleges that due to some unknown cause, tension may have been applied to the tip of the wire, causing it to break while inside the body.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The reported event of device damage was confirmed. One 8.5f swartz braided introducer guidewire was received for evaluation. The internal core wire had been fractured, and the outer coil was stretched. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device damage remains unknown.